Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-14. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutic who reported that on 08-jan-2018, it was learned that, on (B)(6) 2017, the patient was being treated with lioresal 2000 g at 749.9 g/day, per flexed dosing. As of (B)(6) 2017, the dosing remained unchanged. The previously reported arousal difficulty was due to a seizure and was not related to intrathecal baclofen (itb) therapy. The physician confirmed that the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. During the hospitalization, an eeg (electroencephalogram) confirmed the seizure, unspecified labs were "negative," and the previously reported MRI was unchanged (also reported as "no changes in imaging of cns" [central nervous system]). Following the MRI, the pump was restarted without complication. Treatment for the seizure was noted as "increase in seizure meds." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The company representative received a call at 1815 on (B)(6) 2017 from the managing physician that reported that the patient had difficulty being aroused the am of (B)(6) 2017. The patient had a pump refill with the managing physician on (B)(6) 2017 in his office. Per the physician the amount expected was about 7cc and the physician got out maybe 0.5cc. The patient had been sent to the ER (emergency room) and was admitted. The environmental, external, or patient factors were unknown. The diagnostics and troubleshooting were unknown at the time of the report. The actions and interventions taken to resolve the issue was the patient was in the hospital. It was unknown if the issue was resolved at the time of the report. It was unknown if surgical intervention occurred. The patient status was noted as alive, no injury and no further complications were reported.